Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer continued to use the pump, and had an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.